Event description:
Patient called alleging that their meter would not count down using strips from the reported lot of strips. Patient neither alleged harm or experienced injury or medical intervention. Patient explained that the strip accepted blood and activated the meter, however, the count down would not begin. The issue was resolved with a different lot of strips. Strip lot is being reported due to the malfunction.